Event description:
The customer reported the erector no longer opens fully involving an olympus duodenovideoscope. The issue occurred during inspection before use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.